Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: section c investigation - evaluation it was reported that a wire guide from a turbo-ject standard power injectable PICC line PICC (upicds-5.0-CT-nt-1110) separated. The distal flexible tip of the .018¿ wire guide separated when it was attempted to be withdrawn. The separated fragment was removed using a snare, and the device was replaced with a new product. Cook became aware of this event on 20jul2020 upon being notified by wonju medical center. The patient reportedly experienced no adverse effects as a result of this incident. A review of the instructions for use (IFU), manufacturing instructions (mi), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the design history file (dhf) showed that the risks of this device are acceptable when weighed against the benefits. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. Based on this information, cook has concluded that the device was manufactured to specification and that there is no evidence of non-conforming product existing either in house or in field. Cook also reviewed product labeling. Instructions for use (IFU) document t_ctpicc_rev9 [turbo-ject peripherally inserted central venous catheters with micropuncture peel-away introducers] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿precautions ¿ standard techniques for placement of vascular access sheaths, catheters and wire guide should be employed. Instructions for use 7. Withdraw the needle, leaving wire guide in place. How supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ additionally, a label (l_scor_rev 0) is attached to this device and depicts a warning to not pull the distal spring coil portion of the wire guide through the needle tip. Based on the information provided, no product returned, and the results of the investigation, a definitive root cause has been traced to component failure unrelated to a deficiency in manufacturing or device design. The product labeling states not to withdraw the wire guide through the introducer needle as doing so may damage the wire guide. It is possible that this action contributed to the reported damage, but it cannot be confirmed at this time. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide of a turbo-ject standard power injectable PICC line PICC device separated during a procedure. The procedure was being completed in the patient's arm. As the physician attempted to withdraw the wire through a needle, the flex tip of the guide wire separated in the patient. The separated portion was able to be retrieved using a snare. A new product was used to successfully complete the procedure with no adverse effects to the patient.